Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states pumps keep leaking. He states that this is the fourth pump that was replaced on the lift. The dealer is now returning the lift because the pumps keep leaking. (B)(4). MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9099p, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1049388 rev. C (jun-00), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.